Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2020. The most recent information was received on 09-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of fatigue ('increased fatigue') in a 40-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced fatigue (seriousness criterion medically significant) and tendonitis ("recurrent tendonitis"). Essure treatment was not changed. At the time of the report, the fatigue and tendonitis outcome was unknown. The reporter provided no causality assessment for fatigue and tendonitis with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 21-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of fatigue ('increased fatigue') in a (B)(6) year old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced fatigue (seriousness criterion medically significant) and tendonitis ("recurrent tendonitis"). Essure treatment was not changed. At the time of the report, the fatigue and tendonitis outcome was unknown. The reporter provided no causality assessment for fatigue and tendonitis with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.